Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had turned off their therapy for the surgery, but now got the all clear to turn it back on. Caller turned therapy back on and that was confirmed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, fecal incontinence and urinary/bowel dysfunction. It was reported that they had to turn off the therapy because they developed a prolapsed rectum and it was interfering with their urinating and bowel movements. Patient said they would be having surgery on september 30th. Patient mentioned that they already mentioned this situation to someone from manufacturer but they didn't remember when.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that the cause of the prolapsed rectum was unknown. The patient stated that the rectal prolapse started on (B)(6) 2025. As resolution, patient has surgery scheduled to correct the rectal prolapse on (B)(6) 2025. The issue was resolved. They will meet with the patient and healthcare provider (hcp) once the rectal prolapse was healed and they will turn the stimulator back on. Device removal or replacement was not planned. The information was confirmed with the physician.